Event description:
A malfunction alarm was reported, but there were no notable events prior to the malfunction and no impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with this process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue recurs.